Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Expire date is unknown. The device was received. Device history lot: part: 280.100s; lot: 1l47060; manufacturing site: (B)(4); release to warehouse date: 27.sep.2018; expiry date: 01.sep.2028. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary investigation selection: investigation site: (B)(4). Selected flow: 2. Device interaction/functional. Visual inspection: our investigation has shown that the positioning groove of the screw is expanded and damaged. Therefore it is not possible to insert the screw into a plate. Functional test: due to the damages at the tip section it is not possible to perform a functional test. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: our investigation has shown that the positioning groove of the screw is expanded and damaged. Therefore it is not possible to insert the screw into a plate. We assume that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation of the screw. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, a problem was encountered in inserting the dynamic hip screw (dhs). The customer observed that the first screw had a larger diameter than 12.5mm when it was compared with the next one that was opened. A connecting screw was also broken during insertion. Another same size screw was used to successfully complete the procedure. There was a surgical delay of 10 - 15 minutes reported. There was no patient consequence. Concomitant device reported: dhs/dcs screw (part 280.100s, lot# 1l47060, quantity 1). This report is for one (1) dhs®/dcs® lag screw 2.7mm thread/110mm-sterile. This report is for one (1) dhs/dcs-scr ø12.5 l110 sst. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.